Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for ketones and high blood glucose of 392mg/dl. The customer was treated and released after being in the hospital for six days. It was stated that the customer was disconnected from the insulin pump for about twenty to twenty two hrs; then the customer felt sick and was vomiting. Troubleshooting was performed. Reviewed the programming on the device and it was ok. Ran a self test and the device passed the test. No further info was provided.